Manufacturer narrative:
On 12/13/2016, additional information was received that necessitates a rewrite of the event description submitted in the initial 3500a: it was reported that a (B)(6) year-old male patient underwent an ablation procedure with a non-biosense webster generator and suffered an esophageal fistula (requiring surgical intervention) and a stroke. A few weeks after the date of the procedure, the patient developed an esophageal fistula. Some time after this, the patient had a stroke. Extended hospitalization was required for both post-op and post-stroke care. An esophageal temperature probe was being used to prevent the injury, which was visually confirmed by the surgeons. The physician states that the event had nothing to do with the bwi products in use, and that it was an inherent risk of the procedure being performed. Overall ablation time is unknown. The generator was being used at 25w with a temperature cutoff of 43 degrees c. The smart touch catheter in use was near a lasso catheter during the procedure. Smart touch was zeroed after the initial warm-up phase, and no re-zeroing was required. No error messages presented on any biosense webster equipment during the case. This report was initially conservatively filed against a biosense webster radiofrequency generator. Additional information received states that the generator was a non-bwi product, therefore this generator complaint is not MDR reportable. The physician has stated that he does not wish to be contacted further about this event. (B)(4).

Manufacturer narrative:
Since the product serial number is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint serial number is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown. Carto 3 reference parch, model # crefp6, lot # ll011341. Lasso nav variable catheter, model # ln222515ct, lot # 17502251l. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure with an ep-shuttle rf generator and suffered an esophageal fistula. A few weeks after the date of the procedure, the patient developed an esophageal fistula. The physician states that the event had nothing to do with the bwi products in use, and that it was an inherent risk of the procedure being performed. The physician also commented that he did not wish to be contacted further about this event. As a result, no further information is available.